Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with high impedance on the right ventricular lead. No resolution was reported, and the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented on (B)(6) 2019 for a lead extraction. It was noted during the procedure that the lead also had intermittent capture. The lead was ex-planted and replaced. The patient was stable.